Manufacturer narrative:
Only the implant was returned. The implant was found to be stretched at the proximal end for approximately 12". The adhesive at the proximal attachment location had the coil retracted from within. The distal loops of the implant were found to be intact. The attachment tether was not present, preventing further analysis of the cause of the detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Without the return of the pusher, the investigation could not determine if the separation was unintended (i.e. Not via detachment controller). The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the embolization coil was difficult to push into the artery and the coil unexpectedly detached in the catheter. The detached coil was removed together with the catheter as a single unit. There was no reported patient injury or additional intervention.